Event description:
It was reported that this was a planned admission. Cardiac ablation was not performed. The patient had direct current (dc) cardioversion performed, and antiarrhythmic drugs administered. Additionally, it was noted that the patient had a history of ventricular tachycardia (vt) and had an implantable cardio defibrillator (ICD) implanted prior to their left ventricular assist device (lvad) implant.

Manufacturer narrative:
Further information was received indicating this event was a duplicate to manufacturer report number 2916596-2023-07914. The investigation findings will be submitted under that report.

Event description:
It was reported that on (B)(6) 2023, the patient was admitted for arrhythmia and had an ablation performed. They were discharged on (B)(6) 2023.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.